Event description:
The customer observed a falsely elevated clinical chemistry glucose result of 429 mg/dl from an emergency room (ER) patient which exceeded the customer's range of 70 - 100 mg/dl, therefore, repeat testing was performed and a result of 100mg/dl was generated. A corrected report was sent to the ER. The customer stated no other assays were affected and there was no issues with the analyzer probes, washer nozzles or mixers. Review of the customer's architect logs determined error 3375 (unable to process test, aspiration error occurred) was generated multiple times, the glucose calibration was incorrectly performed and quality controls had not been run when reagent lot 41271uq05 was in use. It was unknown if there was impact to patient management due to the initial result.

Manufacturer narrative:
No consequences or impact to patient (B)(4); high test results (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of the customer quality control logs determined the calibration of clinical chemistry glucose reagent lot 41271uq05 was performed incorrectly, with one calibrator concentration used for both calibrator levels. Additionally, no quality controls were run with this reagent lot when the questionable results were generated. Further review indicated the customer used another reagent lot, ordered the quality controls, however, the calibration was not completed for reagent lot 41481uq07, therefore, no controls values were generated with this reagent. A search for similar complaints for reagent lot 41271uq05 was performed; six tickets including 1-1094957699 were identified. The five other tickets were opened for quality control issues resolved by normal troubleshooting and did not appear related to this complaint. A review of trending data determined no adverse or non-statistical trends were identified for patient results with clinical chemistry glucose reagents. The glucose reagent package insert contains adequate information regarding calibration stability, the use of quality controls, and recommendations when controls are out of range. The architect system operations manual lists multiple probable causes and corrective actions for elevated results stating, assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. Based upon the available data and the results of this evaluation, no product deficiency was identified for clinical chemistry glucose reagent lot 41271uq05 or the clinical chemistry glucose assay.